Event description:
It was reported that the device displayed a higher heart rate than actual following the software upgrade. It was indicated the device is doubling the actual heart rate. It was indicated that patients did not receive any additional medical intervention as the issue was identified during the appointment. The customer noted that aside from the reported issue, the device was functioning as expected. Oversensing was ruled out and there was no identified external interference. The device readings remained stable when attempting to induce motion artifact and leads and ECG patches were exchanged, with no effect. The behavior was also noted across all patients examined that morning. There was no patient harm related to the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).